Manufacturer narrative:
Concomitant medical products: 5568-53 lead implanted on (B)(6) 2008. M/is10 lead implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and loss of capture. The rv lead was reprogrammed off and a leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.